Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the air slowly leaked out of the tr band post procedure. Another tr band was placed proximal to stop bleeding. The patient was stable, and the procedure was successful. Additional information was received on 08 jun 2023: the procedure performed was a left heart catheterization. 15 ml's of air was injected into the tr band when applied. The leak began within a few minutes after being applied. The device was not manipulated before use in any way. The product was stored in a temp/humidity-controlled procedure room on a cart. A 6 fr terumo slender sheath was used in the access site. The tr band started to lose air within a few minutes after inflation. The estimated blood loss was 10-15 ml's. There was no noticeable damage to the device.

Manufacturer narrative:
D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.